Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately stenosed, severely calcified, 90% stenosed lesion. During the procedure, the burr was advanced up to the coronary artery. Once it was moved into the platform, the advancer knob became very difficult to manipulate. During rotation, the burr then became stuck on the rotawire. The burr and guidewire were both removed together and replaced with a similar rotawire and advancer. The procedure was completed successfully using the new devices, and no patient complications resulted due to this event.